Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via images. The lead remains implanted and will be replaced when the device reaches eri. The patient is stable.

Event description:
Additional information received indicated that the lead was capped and replaced during a device change out procedure. The patient was stable before, during and after the procedure.